Event description:
Reportable based on product analysis completed (B)(6) 2012. It was reported that during a percutaneous coronary intervention (pci) procedure, a shaft kink occurred. The 90% stenosed lesion was located in the severely tortuous distal right coronary artery (rca) and was in-stent restenosis of unspecified stent. While advancing the 3.50x10mm flextome cutting balloon through the non-bsc guide catheter, the shaft kinked. No patient complications were reported and the patient's status is good. However, returned product analysis revealed the shaft was broken.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned in two sections as a result of a break in the hypotube 25.4cm from the strain relief. Kinks were present 6cm distal to the distal section. This type of damage is consistent with excessive force being applied to the delivery system. There were no issues with the balloon or blades. All blades were present and fully bonded to the balloon surface. No issues were noted with the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as performance was limited due to anatomical procedural factors. (B)(4).